Manufacturer narrative:
A ge service representative performed an onsite investigation. The fuse was reseated and the connectors were cleaned during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported that the system intermittently locked up. This caused an intermittent, recoverable loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.